Event description:
On (B)(6) 2023 I had a depuy attune total knee replacement system implanted in my left knee. I began experiencing immediate persistent mechanical symptoms, including grinding sensations, audible and palpable popping, and a sensation that the knee was slipping or shifting during moving. I was in pain. These symptoms progressively worsened and significantly affected my daily functioning and mental health. Because of these symptoms, diagnostic imaging was performed later by a different surgeon. A bone scan revealed abnormal findings involving the tibial component of the prosthesis. The report stated: "left total knee replacement with increased tracer activity particularly involving the tibial component. This is greater than expected for the age of the components, and an underlying component of loosening should be considered." The date of the bone scan was on (B)(6) 2024. Due to these findings and continued symptoms, revision surgery was ultimately required ((B)(6) 2024) during the revision surgery, the operative report documented the following significant finding, "loose tibial baseplate." This operative finding confirmed mechanical loosening of the tibial component of the attune implant system. I have the catalog numbers and lot numbers of the components upon request.